Manufacturer narrative:
H6: investigation summary: bd received samples, and one (1) photo for investigation. The photo was reviewed and the indicated failure mode for contamination with the incident lot was not observed. The photo showed what appeared to be precipitation. The returned lot was expired and retains were unavailable. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode biological contamination but is confirmed for precipitation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk crystallization and contamination was found in the media. The following information was provided by the initial reporter: according to the customer's report, crystallization and contamination was found in the media.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ salmonella shigella agar plate 20pk crystallization and contamination was found in the media. The following information was provided by the initial reporter: according to the customer's report, crystallization and contamination was found in the media.